Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified sharp broken edge on radius due to a surgical impact opening and stress mark. A dimensional measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment was a sharp broken edge on radius due to a surgical impact opening.

Event description:
Patient reported left side rupture and "thickening capsule". The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22apr2019. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is due to rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side rupture and "thickening capsule". The device has been explanted.